Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "leak" and "concern with the product." Patient also reported "autoimmune disease issues"; this is not device related. Device remains implanted.